Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Fse noted that the touchpad jumps all over the place with selection whenever resting pad is placed on top. Fse replaced the touchpad to resolve the issue. The system was tested and verified as ready for use. Isi received the touch screen computer involved with this complaint and completed the evaluation. Failure analysis confirmed and replicated the reported complaint. The calibration on the surgeon side console (ssc) was off by about two inches. Fa was unable to recalibrate touchpad. Cannot pass flipping squares. When reviewing the remote error log, there were several errors 307 with p1 value of 58 which means a node configured to be present stopped responding and after initially been seen at startup, it disappeared. The touchpad was installed and tested on the printed circuit assembly (pca) test system. System started up and failed with error 75 with p1 value of 0x2 which means the touch controller returned a bad status. Touch function was not responding on the bottom of the screen. Also, the screen image was jumping with light color at the beginning. The unit will be sent to OEM to recalibrate. It will be checked for the connection on the range of motion (rom) with cables, and touch controller will be replaced for precaution. No image or procedure video was provided for review. A procedure log review was performed. Per the review, the following was confirmed: a benign hysterectomy procedure was performed on system sk0198 on (B)(6) 2022. This complaint is being reported based on the following conclusion: the surgeon side console (ssc) was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically with the second surgeon side console (ssc). While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the calibration on the surgeon side console (ssc) was off by about two inches. The clinical sales associate (csa) stated that the affected ssc belonged to sk0198 (368393), but the technical support engineer (tse) noted that the system was connected to ssc 726111 and 10185662. The tse did not note any errors in the logs. The csa stated that they tried performing a hard reboot on the ssc with no change. Surgeon completed the procedure by moving over to the ssc2. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was not identified until the surgeon sat down to log in. The system initially powered on without errors. There are no photographic images of the device(s) or a video recording of the procedure available for isi review.